Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this device was replaced due to migration. A pocket revision was performed, and a new device was implanted. There was no observation of infection or erosion, and no product performance issues were found with the device. No additional adverse patient effects were reported. This device was discarded at the hospital.